Manufacturer narrative:
A ge service rep performed an on site investigation. The software was repaired. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system would not boot up. No pt injury was reported.